Event description:
It was reported the external pulse generator (epg) has a broken display. The biomedical engineer further reported that it appeared to have been dropped because the display has cracks. The epg was returned for repair. It was analyzed and it tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. However, analysis found that the display lens, upper case and lower case were broken, the side bail covers were broken, the ring cover and battery drawer were contaminated, and the keyboard was scratched.